Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No ramping numbers noted on the display. The insulin was unable to confirm failed battery test and battery out limit due to keypad unresponsive. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and stained end cap sticker noted.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer stated the insulin pump alarmed battery out limit and failed battery test after changing the battery. Customer was unable to clear the alarm due to the buttons not responding. Blood glucose value was 9.6 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.